Event description:
It was reported that when first turning on rapid atrial pacing (rap) on the external pulse generator (epg), the value displayed was not what was expected. Technical services (ts) provided assistance in resolving the issue by testing the rap and the default displayed "every time." Ts could not duplicate the error. The epg was restored and remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.